Event description:
It was reported that a spectrum pump has a door latch error. It was also reported that there was on pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door latch error, since the device alarmed door not fully latched, determined to be caused by a loose upper link screw. The link screws were replaced.